Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2013-00101 distal clavicle plate, left, 3025141-2013-00103 proximal locking screw, 3025141-2013-00104 proximal locking screw, 3025141-2013-00105 screw, 3025141-2013-00106 screw, 3025141-2013-00107 distal locking screw, 3025141-2013-00108 distal locking screw, 3025141-2013-00109 distal locking screw, 3025141-2013-00110 distal locking screw.

Event description:
On (B)(6) 2013, a distal clavicle plate was implanted in the patient. On (B)(6) 2013, the four proximal locking screws had backed out, allowing the plate to lift off the bone as shown by x-ray. The surgeon performed revision surgery, replacing the distal plate and screws with an anterior plate and screws (date unknown).